Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/65 years old the model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: safety and durability of cavo-tricuspid isthmus linear ablation in the current era: single-center 9-year experience from 1078 procedures. Jour nal of cardiovascular electrophysiology. 2022;33:40¿45. Doi: 10.1111/jce.15281. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding cavo-tricuspid isthmus (cti) linear ablation. The article reports patient complications after ablation procedures which included coronary artery spasms with significant st-segment elevation. One patient exhibited ventricular fibrillation (vf) which required electrical cardioversion following the st elevation on the ward after the procedure. All patients recovered spontaneously, or after an intravenous/intracoronary administration of nitroglycerin. The status/ disposition of the catheters and sheaths is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.